Manufacturer narrative:
This report was determined to be duplicate information to manufacturer report number: 2916596-2020-00639. Manufacturer's investigation conclusion: evaluation of the patient¿s replaced portion of the driveline from (B)(6) confirmed damage to the conductors of the brown wire, which would have contributed to the driveline fault alarms which were confirmed through the submitted log file. Log file evaluation showed the pump operating above the low speed limit for the duration of the log file. There were no atypical alarms captured until (B)(6) 2020 at 4:20:38 am when the log file recorded a driveline fault alarm. The alarm remained active for the majority of the remaining data captured within the log file. The driveline fault alarm appeared consistent with phase 2, which is redundantly supported by the black and brown wires. The patient underwent a driveline replacement on (B)(6) 2020 captured under wo # (B)(4). The returned portion of driveline measured approximately 24.5 inches and additional segments of individual wires measuring approximately 2 inches were also returned. The silicone jacket and bionate layer were carefully removed to evaluate the underlying layers. There was breakdown in the metal braided shield from the controller connector through 18 inches from the controller connector with severe breakdown from approximately 2 inches to 4 inches, 6 inches, 9 inches, 15 inches, and 17 inches from the controller connector. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. A pull test was performed in order to check the integrity of the conductors of each wire and a light amount of force revealed a break in the conductors of the brown wire, within the insulation, approximately 13 inches from the controller connector. The insulation was stripped after the break was revealed and inspection of the broken wire revealed a break consistent with repetitively flexing in this location. The observed damage to the conductors of the brown wire is consistent with the phase data in the submitted log file and would have contributed to the reported driveline fault alarms. The patient remains ongoing on (B)(6) with no further issues reported. Incidental finding: an incidental finding of superficial damage to the outer silicone jacket was observed during evaluation of the returned external segment of driveline from (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient history of controller exchange/being placed on an ungrounded cable due to driveline faults can be found under manufacturer report number 2916596-2019-05720.

Event description:
It was reported that the patient had multiple controller exchanges and had been placed on an ungrounded cable. The patient had been scheduled for assessment and repair of their driveline, including splicing of the driveline wires. Technical services spliced the patient's driveline and advised that the short-to-shield had been repaired. The patient was placed back on a grounded power and their controller no longer displayed driveline faults. The faults appeared to have been resolved.